Event description:
It was reported that the location of the implantable pulse generator (ipg) was too deep and the patient was unable to charge it. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and the device remains implanted.